Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), uterine perforation ("perforation / migration"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fungal foot infection, anxious mood, fear, concentration impairment, sleep maintenance insomnia, racing thoughts, restlessness, irritability, obesity, back pain, swelling of feet, swelling face, ear ache, abscess neck, thyroid disorder, fatigue, nervousness, menses irregular, weight gain, urinary incontinence, flank pain, iron deficiency anemia, upper abdominal pain, abdominal pain, right lower quadrant pain, uterine enlargement, adenomyosis uteri, paratubal cyst, cervicitis and cold. Concomitant products included levothyroxine. On (B)(6)2011, the patient had essure inserted. In 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal), vaginal bleeding"), migraine ("migraines"), headache ("headaches"), muscle spasms ("other injury(ies) or complication(s) (please describe: back and leg cramps"), urinary tract infection ("urinary infection"), pain in extremity ("left leg pain, bilateral leg pain"), dysmenorrhoea ("dysmenorrhoea (cramping)") and uterine cervical pain ("pain, cervix"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and depression ("depression"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and right salpingectomy to remove the essure implant) and surgery (laparoscopic-assisted vaginal hysterectomy and right salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic infection, genital haemorrhage, abdominal distension, depression, pelvic pain, menorrhagia, vaginal haemorrhage, headache, muscle spasms, urinary tract infection and dysmenorrhoea outcome was unknown and the migraine, pain in extremity and uterine cervical pain had resolved. The reporter considered abdominal distension, depression, device breakage, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pain in extremity, pelvic infection, pelvic pain, urinary tract infection, uterine cervical pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the dates of insertion and removal from that previously reported. Left: 3 coils right: 3 coils. Diagnostic results: on an unknown date, ultrasound pelvis showed the uterus is enlarged at 13.6 s 8.2 x 7.1 cm. There is markedly prominent endometrium at 2. 1 cm with increased vascularity. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, vaginal haemorrhage most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, lot number, concomitant disease, treatment medications, new events menorrhagia, vaginal haemorrhage , pelvic infection, migraine, headache, muscle spasms, urinary tract infection, pain in extremity and dysmenorrhoea added. Outcome for the events migraine, pain in extremity and uterine cervical pain added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), uterine perforation ("perforation / migration"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fungal foot infection, anxious mood, fear, concentration impairment, sleep maintenance insomnia, racing thoughts, restlessness, irritability, obesity, back pain, swelling of feet, swelling face, ear ache, abscess neck, thyroid disorder since 2013, fatigue, nervousness, menses irregular, weight gain, urinary incontinence, flank pain, iron deficiency anemia, upper abdominal pain, abdominal pain, right lower quadrant pain, uterine enlargement, adenomyosis uteri, paratubal cyst, chronic cervicitis and common cold. Concomitant products included levothyroxine since 2013 and naproxen since 2013. In 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal), vaginal bleeding"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), muscle spasms ("other injury(ies) or complication(s) (please describe: back and leg cramps"), urinary tract infection ("urinary infection"), pain in extremity ("left leg pain, bilateral leg pain / upper thigh pain") and uterine cervical pain ("pain, cervix"). In 2015, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhoea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), depression ("depression"), cyst ("cysts") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and right salpingectomy to remove the essure implant) and surgery (laparoscopic-assisted vaginal hysterectomy and right salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic infection, abdominal distension, depression, headache, muscle spasms, urinary tract infection, cyst and abdominal pain outcome was unknown, the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the migraine, pain in extremity and uterine cervical pain had resolved. The reporter considered abdominal distension, abdominal pain, cyst, depression, device breakage, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pain in extremity, pelvic infection, pelvic pain, urinary tract infection, uterine cervical pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the dates of insertion and removal from that previously reported. Left: 3 coils right: 3 coils. Diagnostic results: on an unknown date, ultrasound pelvis showed the uterus is enlarged at 13.6 s 8.2 x 7.1 cm. There is markedly prominent endometrium at 2. 1 cm with increased vascularity. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, vaginal haemorrhage . Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received:- event added cysts,abdominal pain, event outcome for events pain(pelvic pain), abnormal bleeding (genital, vaginal, menorrhagia), cramping (dysmenorrhea)updated from unknown to recovering resolving. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), uterine perforation ("perforation / migration"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fungal foot infection, anxious mood, fear, concentration impairment, sleep maintenance insomnia, racing thoughts, restlessness, irritability, obesity, back pain, swelling of feet, swelling face, ear ache, abscess neck, thyroid disorder since 2013, fatigue, nervousness, menses irregular, weight gain, urinary incontinence, flank pain, iron deficiency anemia, upper abdominal pain, abdominal pain, right lower quadrant pain, uterine enlargement, adenomyosis uteri, paratubal cyst, chronic cervicitis and common cold. Concomitant products included levothyroxine since 2013 and naproxen since 2013. In 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal), vaginal bleeding"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), muscle spasms ("other injury(ies) or complication(s) (please describe: back and leg cramps"), urinary tract infection ("urinary infection"), pain in extremity ("left leg pain, bilateral leg pain / upper thigh pain") and uterine cervical pain ("pain, cervix"). In 2015, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhoea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), depression ("depression"), cyst ("cysts") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and right salpingectomy to remove the essure implant) and surgery (laparoscopic-assisted vaginal hysterectomy and right salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic infection, abdominal distension, depression, headache, muscle spasms, urinary tract infection, cyst and abdominal pain outcome was unknown, the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the migraine, pain in extremity and uterine cervical pain had resolved. The reporter considered abdominal distension, abdominal pain, cyst, depression, device breakage, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pain in extremity, pelvic infection, pelvic pain, urinary tract infection, uterine cervical pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the dates of insertion and removal from that previously reported. Left: 3 coils right: 3 coils. Diagnostic results: on an unknown date, ultrasound pelvis showed the uterus is enlarged at 13.6 s 8.2 x 7.1 cm. There is markedly prominent endometrium at 2. 1 cm with increased vascularity. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), uterine perforation ("perforation / migration"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included fungal foot infection, anxious mood, fear, concentration impairment, sleep maintenance insomnia, racing thoughts, restlessness, irritability, obesity, back pain, swelling of feet, swelling face, ear ache, abscess neck, thyroid disorder since 2013, fatigue, nervousness, menses irregular, weight gain, urinary incontinence, flank pain, iron deficiency anemia, upper abdominal pain, abdominal pain, right lower quadrant pain, uterine enlargement, adenomyosis uteri, paratubal cyst, chronic cervicitis and common cold. Concomitant products included levothyroxine since 2013 and naproxen since 2013. In 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal), vaginal bleeding"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), muscle spasms ("other injury(ies) or complication(s) (please describe: back and leg cramps"), urinary tract infection ("urinary infection"), pain in extremity ("left leg pain, bilateral leg pain / upper thigh pain") and uterine cervical pain ("pain, cervix"). In 2015, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhoea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), depression ("depression"), cyst ("cysts"), abdominal pain ("abdominal pain") and gait inability ("could not walk"). The patient was treated with antibiotics, surgery (laparoscopic-assisted vaginal hysterectomy and right salpingectomy to remove the essure implant) and surgery (laparoscopic-assisted vaginal hysterectomy and right salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic infection, abdominal distension, depression, headache, muscle spasms, urinary tract infection, cyst, abdominal pain and gait inability outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, migraine, pain in extremity, dysmenorrhoea and uterine cervical pain had resolved. The reporter considered abdominal distension, abdominal pain, cyst, depression, device breakage, dysmenorrhoea, gait inability, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pain in extremity, pelvic infection, pelvic pain, urinary tract infection, uterine cervical pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the dates of insertion and removal from that previously reported. Left: 3 coils right: 3 coils. Diagnostic results: on an unknown date, ultrasound pelvis showed the uterus is enlarged at 13.6 s 8.2 x 7.1 cm. There is markedly prominent endometrium at 2. 1 cm with increased vascularity. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet was received. Events added from pfs-. She did not undergo confirmation test & could not walk.events outcome were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), perforation ("perforation / migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010 the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), depression ("depression") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, genital haemorrhage, abdominal distension, depression and pelvic pain outcome was unknown. The reporter considered abdominal distension, depression, device breakage, genital haemorrhage, pelvic pain and perforation to be related to essure. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), perforation ("perforation / migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), depression ("depression") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, genital haemorrhage, abdominal distension, depression and pelvic pain outcome was unknown. The reporter considered abdominal distension, depression, device breakage, genital haemorrhage, pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 27-oct-2017: after internal review, it was noticed that medwatch info tab should be corrected. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.